Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The fse performed inspection and suspected the sample probe inner wash valve was intermittently malfunctioning. The fse identified the sample inner wash valve as the failure mode. The fse replaced the sample inner wash valve, and tubing's which resolved the issue. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated false results for multiple analytes. The customer did not specify which analytes were impacted. The customer indicated they been having ongoing problem with sample probe dispensing into samples. The customer did not provide patient data or demographics, the exact number of patients samples affected is unknown. There was no report of change in patient treatment, injury, or death associated with this event.